Manufacturer narrative:
.

Event description:
The customer reported that the device showed a speaker malfunction inop onscreen. The customer stated the sound worked, but they could not silence the alarm, so they turned the sound off. The sound then would not turn back on . There was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device showed a speaker malfunction inop on screen. The customer stated the sound worked, but they could not silence the alarm, so they turned the sound off. The sound then would not turn back on . There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.